Event description:
It was reported that during an upgrade procedure the atrial lead exhibited rib clavicle crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.